Event description:
It was reported that during a da vinci hysterectomy procedure, a broken cable was noted on the fenestrated bipolar forceps instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's pitch cable to be frayed at the distal idler. There was no damage found on the clevis. Failure analysis also observed the following damages: scratches were found on the surface of the distal pulley. The instrument's main tube had deep scratches/gouges. The distal end of the main tube had various scratch marks which exhibited light material removal and a rough surface finish. The scratches were short in length and not aligned with the tube. In addition, the bipolar pins were found to be bent. The bottom pin is bent upward towards the top pin and both pins are loose but still attached. Failure analysis concluded that the damage may be due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however, the reported broken cable and/or the various scratch marks found during failure analysis if to recur could cause or contribute to an adverse event.